Event description:
It was reported that the catheter was broke. The target lesion was located in the liver. A 18 renegade catheter-infusion was selected for use. During the procedure, it was noted that the catheter broke upon advancing. The device was pulled out completely from the patient's body. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shipping hoop was hydrated, and the device was removed. The hub and shaft were visually inspected when returned. The renegade device showed multiple small bends and kinks. A fracture was noticed located 10.7cm from the hub. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for a fracture.

Event description:
It was reported that the catheter was broke. The target lesion was located in the liver. A 18 renegade catheter-infusion was selected for use. During the procedure, it was noted that the catheter broke upon advancing. The device was pulled out completely from the patient's body. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.